Event description:
It was reported by the customer that during inspection, the cardiosave intra-aortic balloon pump (iabp) device failed to automatically inflate, and the catheter appeared restricted. No patient harm was reported.

Manufacturer narrative:
Due to character limitations in e1 event site name- (B)(6) hospital. Event site address - (B)(6). Event site telephone - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit, fse states the device alarm failed to automatically inflate. The motor valve group and pim module were detected for failure. After replacing pneumatic module assy, rohs, drive manifold assembly and compressor, scroll the functional parameters of the equipment were normal and delivered for clinical use.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: h6(health effect ¿ impact codes).

Event description:
N/a.